Event description:
It was reported that a right atrial (ra) lead was surgically abandoned due to high impedance measurements caused by a fracture. A new lead was successfully implanted. No additional adverse patient effects were reported.